Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12atm within 15 seconds. The device was removed with the usual method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. A microscopic examination of the balloon material identified no tears or holes in the balloon material. The device was returned in two sections as a result of a break in the hypotube. The break was located approximately 21.2cm distal from the strain relief. Both sections of the break were kinked at various locations along their lengths. A visual and microscopic examination of the extrusion found that the inner and outer were severely bunched/twisted 4mm distal to the port. As a result of the damage to the extrusion, it was not possible to pass a recommended 0.014inch wire through the wire lumen. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or the distal tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. Due to the condition of the returned device, with the break in the hypotube and the damage to the distal extrusion, it was not possible to perform an inflation leak test on the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12atm within 15 seconds. The device was removed with the usual method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).